Manufacturer narrative:
Other, other text: returned device was received with contamination in water tank, water tank cover, front cover and float switch. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed contamination in the following components: water tank, water tank cover, front cover and float switch. The investigator subsequently filled the tank with water, plugged in the line cord, plugged in a temperature check fixture, and turned on the power switch. The customer reported product problem (suspected irregular temperature) was not confirmed during testing. The device temperature was within specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.

Event description:
It was reported the level 1 hotline low flow system (hl-390) was reading a temperature of 45 degrees. No patient injury or complications were reported in relation to this event.